Manufacturer narrative:
Tech found that the casters would roll with the brake pedal set. Replaced the brake and brake/steer casters to resolve this issue.

Event description:
Complaint alleged that the brakes were not engaging.